Event description:
Additional information received that the patient received assistance from their physician or manufacture representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015 and(B)(6) 2015 for a pump myelogram. On (B)(6) 2015, they were going to reintroduce morphine after "8 mo" holiday to see if it worked after holiday.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced lower extremity swelling in (B)(6) 2013. The patient's left foot would get so big she could not put her shoe on. The patient looked up the reason why on "the website" and notified her doctor. When fentanyl was put in the pump on (B)(6) 2014, on (B)(6) 2014 and did not look good from withdrawals and dehydration. The patient was then admitted that evening. The patient went through detox; most was done at home. The patient could not eat anything except chicken soup and ginger ale. The patient was supposed to be admitted for 7 days, but was discharged after 39 hours. The patient had gone through withdrawal before and after her admission in (B)(6) 2014. While in the hospital, the patient was given "acetabarbitol." The patient was sent home 3 of them and instructed to take one every 8 hours. The drug was replaced with saline on (B)(6) 2014 and the healthcare provider (hcp) was determining if anything else would be put in the pump due to past side effects. It was further stated the patient would be ok for 3-4 months after replacement. Since 2009, the patient experienced withdrawals and issues until the next revision and replacement. Then the patient would be ok for another 3-4 months and then the issue would repeat. It was also mentioned the patient burned her back from having her heating pad on low. The issue occurred since (B)(6) 2015. The patient tried to use the heating pad for 30 minutes, 3 times a day. The patient also wanted to know if the scar tissue from all the surgeries could be causing some of the problems. The patient had a follow-up appointment on (B)(6) 2015 to discuss next steps. It was stated if the hcp decided to put the drug in the pump again and it did not work, they would have to put her in detox again. The patient did not want any more surgeries (past history) and wanted to know if it was an option to reposition the pump on the opposite side. It was unknown what drug the pump was used to deliver at the time of the event. As of (B)(6) 2014, the medication was switched back to fentanyl only. The patient also currently took percocet and a muscle relaxer. The pump currently contained saline. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.